Event description:
It was reported that customer was experiencing high and low blood glucose. Customer stated she had high blood glucose and treated and had low blood glucose and treated with glucose tablets and a (B)(4) bar. Customer stated she had high blood glucose again and would not come down. Customer's blood glucose was 150 mg/dl and she programmed 1 unit instead of .75 unit of insulin. Customer stated she went to the store and felt that her blood glucose went down. She ate candy bar and tested her blood glucose it was in the 60 mg/dl. Customer stated ate food and light beer and her blood glucose was 238 mg/dl. Customer delivered 2.95 units of insulin and customer's blood glucose went up to 279 mg/dl. Customer corrected the blood glucose manually. Customer stated she will speak with her healthcare provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.